Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as the shell was not involved. The initial report was forwarded in error and should be voided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0002648920 - 2023 - 00035. Cat# 00877703601 lot# 2409183 bioloxa® option, head, s, a¸ 36/-3.0, taper 12/14. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial left total hip arthroplasty that was subsequently revised approximately eleven (11) years later due to recurrent anterior dislocations. The patient did well until six (6) years later when she bent over and dislocated posteriorly, which was reduced in the emergency room. After recurrent dislocations following, the patient underwent a second head and liner exchange approximately seven (7) years after revision. The cup and stem were stable and left intact. A new head and constrained liner were placed without complications. Attempts have been made and no further information has been provided.